Event description:
Event description guidant received information that during an attempted implant, an elevated pacing impedance measurement was observed when finishing wire was removed from this left ventricular lead. The physician noticed there was a kink in the lead body. The kink was removed without explanting the lead. The impedance measurment was then within a normal range.